Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The hypotube shaft was broken 71cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous kinks in the hypotube. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the corewire, inner and outer shafts presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the ostial left anterior descending (lad) artery. Following stent implantation, a 4.5mm x 8mm quantum maverick balloon catheter was selected for post-dilation. However, when the balloon was advanced into the ostial lad, the mid segment of the balloon shaft was fractured. The fractured shaft was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the ostial left anterior descending (lad) artery. Following stent implantation, a 4.5mm x 8mm quantum¿ maverick¿ balloon catheter was selected for post-dilation. However, when the balloon was advanced into the ostial lad, the mid segment of the balloon shaft was fractured. The fractured shaft was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.